Manufacturer narrative:
During a retrospective review of events processed through a recently acquired entity and in accordance with 21 c.f.r part 803, this record has been determined to be MDR reportable. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed by field assurance engineer. The photo shows a conquest pta catheter. The catheter has been coiled up. Based on the photo review, frayed material cannot be confirmed. Conclusion: the investigation is inconclusive for frayed material, as the photo review could not confirm frayed material and the sample was never returned for full functional evaluation of the device. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current (B)(6) IFU (instructions for use) states: method for use contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture]. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pta angioplasty procedure for central vein stenosis in a hemodialysis patient, allegedly frayed material was observed by the health care provider when the pta catheter was removed from the patient. Reportedly, another device was used to complete the procedure. There was no reported patient injury.